Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery during bolus delivery. The customer noticed the reservoir was empty and the bolus was not completely delivered. Customer's blood glucose was 447 mg/dl; customer was treated with the insulin pump and manual injection. The alarm was resolved by a complete set change. Customer also mentioned that the insulin pump alarmed motor error during manual prime on (B)(6) 2015. The reservoir would be replaced and returned for analysis.